Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working. Customer stated that when they rewind the insulin pump since piston on blocked away. Customer stated that they are unable to exit the load reservoir process. Customer stated that when they performing troubleshooting the insulin pump beep and then stopped working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.